Manufacturer narrative:
Sample analysis: an evaluation of the complaint sample revealed the implant's primary coil filar stretched into wire. The implant was broken in two pieces. A portion of the coil was wrapped around the retrieval device. The delivery pusher and microcatheter were not available for evaluation. The root cause of this complaint cannot be determined. However, the incident report indicated the size chosen may not have been appropriate for the anatomy. The device history record was reviewed. No abnormal discrepancies or non-conformances were observed.

Event description:
During the treatment of a type two endoleak sac through very tortuous vasculature, the framing coil could not be delivered. Upon removal (retraction) of the coil, the proximal end stretched. An attempt was made to retrieve the coil using an endovascular snare. During the retrieval, the coil stretched further. The coil was retrieved successfully using a second snare device. It was reported that the coil and catheter chosen may have been too large for the location and anatomy. The catheter used was reported to be visibly kinked. No harm was reported. Patient information - patient weight is not available.